Event description:
It was reported that the pump was locked when it was not connected to the apical cuff. The surgeon had felt more force was needed to pull the purple lock in the unlocked position. The surgeon had acquired the t tool to successfully put the purple unlocking mechanism in the unlocked position.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A2 - patient age: corrected. E3 - occupation: corrected. Manufacturer's investigation conclusion: the reported apical cuff lock engagement issue could not be confirmed based on the provided information. A specific cause for the event could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The IFU also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.